Event description:
A complaint was received indicating the error message," sensor expired," while wearing the adc device. As a result, on (B)(6) 2022, the customer "has become impotent" and had a loss of consciousness and was provided unspecified medical treatment by an hpc for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.